Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information from received questionnaire. Nemcomed manufactured the implant. Due to an unknown cause, implant coupling has a broken tip. The material of the shaft was determined to be within specification. Due to the damage to the tip of the instrument, the length of the feature could not be measured. The instrument conformed to dimensional specifications at the time of manufacturing. The chu engineer reviewed the drawings required to manufacture this assembly. The drawings call out appropriate material ((B)(4)), dimensions, standards, and finishing processes for a robust implant coupling. The distal end necks down for screw clearance when used with fixed handle aiming devices. The synfix-lr system technique guide (7022-I) notes not to over tighten against the plate of the implant. This part failed in torsion due to stresses beyond the ultimate strength of the part. The most likely cause for this complaint is over tightening the handle against the plate of the implant. A definite source of failure is unknown. It should be noted that this failure mode was part of CAPA (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During an anterior lumbar interbody fusion (alif) procedure on (B)(6) 2013, the aiming device for synfix became cross threaded and broke the thread off of a screw. The fragment was retrieved, with no reported harm to the patient. The thread was retrieved and another device used to complete the procedure. No adverse effects on patient. This is report 1 of 1 for complaint (B)(4).